Event description:
It was reported from (B)(6) that the small battery drive (colibri) device did not function. It was further reported that the issue was a loose contact. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. There were no reports of delays, injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.